Event description:
It was reported that the patient presented with (B)(6) bacteremia and osteomyelitis of foot. It was noted that the pocket was not grossly infected. It was also reported that the right ventricular (rv) lead had vegetation. The implantable cardioverter defibrillator (ICD), right atrial (ra) lead and the rv lead were removed. The pocket was irrigated with antibiotic solution and closed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6949 implantable tachy lead 2007 (B)(6). (B)(4).